Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery with mild calcification, heavy tortuosity and 95% stenosis. A 3.5x15 nc voyager dilatation catheter was advanced to the lesion, inflation was attempted; however, the balloon completely failed to inflate. Reportedly, there was no balloon rupture or leak suspected. The 3.5x15 nc voyager dilatation catheter was withdrawn from the patient anatomy and a new same sized voyager was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, additional reported information indicates that the dilatation catheter was prepped per the instructions for use without any issues noted during prep.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot for failure to inflate. Based on the reviewed information, no product deficiency was identified.